Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that noise was observed on this ra and the rv lead. No adverse patient events were reported. The lead remains implanted. Should additional information become available this file will be updated.